Manufacturer narrative:
Corrected fields: h6 (investigation conclusion). Updated fields: b4, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: h6 (component code, investigation findings, investigation conclusion, type of investigation, health effect impact code, health effect clinical code). A getinge field service engineer (fse) arrived on site, confirmed reported issue. Luer lock fitting on crm found to be disconnected. Tightened the fitting connection to resolve the reported issue.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had autofill failure error. There was no patient involvement and no harm reported.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had autofill failure error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.